Manufacturer narrative:
The intraocular lens (iol) was not returned for visual evaluation. Should the material be returned at a later stage, the investigation will be re-opened and a supplemental report filed. Additional information: manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the haptics of lens model, ar40e monofocal iol (intraocular lens) had twisted during its deployment in the anterior chamber, which made the implantation impossible. It was removed and replaced with another lens, which lengthened the procedure. The incision had to be enlarged. Sutures and vitrectomy were performed. There were no patient injuries nor adverse effects with second lens. No additional information provided.